Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that the deep brain stimulation lead was damaged during the implant procedure when detaching the lead cap. Impedances were measured and all electrode combinations using electrode 0 were greater than 20000 ohms and electrode combination 1 <(>&<)> 2 measured 32 ohms. No intervention was taken or planned. The neurologist used the intact electrodes for programming.